Event description:
Covidien received information that, during patient use, the ventilator had a scrambled lower display. The patient was removed from the ventilator. No negative medical impact to the patient has been reported by the customer.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and replaced the graphic user interface (gui) printed circuit board (pcb). The cse then loaded the current software revision to the pcb. The ventilator passed self-testing and calibrations. (B)(4).